Manufacturer narrative:
Pump was received with critical pump error alarm during testing. Unable to determine the root cause, problem isolated to motor force sensor. Unable to verify low battery alarm due to critical pump error alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has depleted batteries every two to four weeks. Customer's blood glucose at the time of the incident was unknown. The device will be returned for analysis.